Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. Details of surgery: sinus perforation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. Details of surgery: sinus perforation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. Sinus perforation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.